Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an extra 50ml remaining from a 100mg remdesivir bag after the infusion had been marked as complete by the pump. The dose was made correctly and the standard amount of overfill of the bag was around 20ml. The event occurred during patient infusion in the intravenous (IV) room. It was reported that the patient's medical condition did not change during or after the event and there was no medical intervention provided as a result of the event. No additional information is available.